Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device failed assessments for mtor thermistor, handpiece temperature, hand control and noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component cable/cord/wiring. It was noted in the service order that the device control was defective and the hose was closed. During pre-repair diagnostic assessment, it was determined that the device failed assessments for motor thermistor, handpiece temperature, hand control and noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.